Event description:
A medtronic representative reported labeling coming off of navlock legacy taps/drivers when the hospital sterilizes the instruments. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved with this concern. Replacement part shipped (B)(4) 2012. RMA issued. Investigation finds as reported, the graphics are falling off. New information prompting filing of this report discovered on (B)(4) 2012 per medtronic navigation hardware failure analysis report.